Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled from the strain relief which damaged j702 (trunk cable connector) inside the dn. The cause for the pulled cable was strain relief. The source of the strain relief cannot be positively determined but was likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt had a damaged trunk cable. The last pt to use this e-belt did not report any deficiencies.